Event description:
It was reported that contamination occurred. A 10x30 embold fibered was selected for an embolization procedure of sma. During removal from the hoop, the coil sprang loose and was contaminated on a monitor. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).